Event description:
It is reported that after the impaction of femoral component the impactor/extractor fell apart.

Manufacturer narrative:
This report will be amended when our investigation is complete.